Event description:
Asku

Event description:
It was reported that there was an apparent lead fracture. A lawsuit further alleged that the patient experienced inappropriate and/or excessive shocking and lead fracture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: no anomalies found; full lead returned. There was only one set of setscrew mark on the connector pin and it is too proximal, indicating the lead was not fully inserted into the device. This can cause the ring connection to be open or intermittent. No fracture was found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4) no anomalies found; full lead returned. There was only one set of setscrew mark on the connector pin and it is too proximal, indicating the lead was not fully inserted into the device. This can cause the ring connection to be open or intermittent. No fracture was found.